Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial# (B)(6), product type: accessory. Product ID: 97745, serial# (B)(6), implanted: (B)(6) 2019, product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for pain with the scs-pain therapy using an implantable neurostimulator experienced multiple issues, including a broken stimulation on/off button, repeated interruptions of stimulation during recharging, a damaged controller, a stuck stimulation button, and stimulation that would turn off and on by itself. The language on the device changed unexpectedly, but the patient was able to switch it back to english. Stimulation was also adjusted without patient control. The need to replace both the controller and the battery pack was identified. During troubleshooting, the patient reset the controller and attempted to check adaptive stimulation with assistance, but the call was disconnected before resolution. No deaths, infections, or other adverse events beyond those listed were reported. The issue was not resolved. It was unknown if there was any patient involvement or complications as a result of the event. Additional information was received from manufacturing rep stating that the patient needs to replace the controller and battery pack. Caller stated that the stimulation on/off button was broken and when recharging the ins, it kept stopping. The caller didn't have the device at the time of the call. Agent had the caller call the patient to call back for further assistance. Agent sent a request to repair to replace the controller and the battery pack.